Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The bed was leaking hydraulic fluid due to a cracked reservoir which caused the loss of head up. The reservoir and fluid were replaced to resolve the issue.